Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that when the surgeon was impacting the connecting screw for implant the helical blade, the connecting screw for helical blade for tfn (titanium trochanteric nail) was broken in the proximal part. No prolongation in surgery. This complaint involves 1 part. This report is 1 of 1 for (B)(4).